Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that she disconnected to go to the bathroom. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the home choice (hc) during drain 1 of 4. The technical services representative (tsr) assisted the hp with troubleshooting. The hp stated that she disconnected to go to the bathroom. The tsr advised the hp to close the clamps and disconnect. The tsr further assisted the hp to cycle power to clear the alarm. The tsr explained the alarm and the instructed the hp to start over with all new supplies. No patient injury or medical intervention was reported.